Event description:
Attention turned to the lunderquist wire which upon inspection was found to have the distal aspect of the delivery system on the wire. Therefore the snare was advanced through the 16 french sheath and the snare was placed over the distal end of the lunderquist wire which was then engaged with the snare. The snare lunderquist wire and remnant of the delivery system were removed through the 16 french sheath. There was no harm to the patient.